Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 42 mg/dl for about 30 minutes after a prior hyperglycemic period and completed a supply change during the episode, then confirmed the device was functioning normally with glucose at 100 mg/dl thereafter; the device issued low and urgent low alerts, and the user treats without announcing meals per healthcare provider guidance. Symptoms included a low blood glucose episode without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates, specifically orange juice and glucose tablets, without medical intervention or assistance. Investigation included device use assessment and user interview. Investigation of this case revealed normal device performance with appropriate low alerts and no device malfunction, and the event was associated with missed meal announcements leading to a high followed by a low. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcement and subsequent glycemic variability, caused the event.